Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was reported that the patient was not receiving good pain relief. The patient's doctor continued to increase the daily dosage, but the increases did not help the patient. It was also reported that there was an occlusion in the catheter. The catheter was replaced. The drug in the pump at the time of the event was dilaudid 10mg/ml delivered at 6.5mg/day. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.